Manufacturer narrative:
An additional conformable gore® tag® thoracic endoprosthesis (tgu313115/lot unknown) was also involved in this event. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic aneurysm from dissection in zone 3, which extended to zone 4. The tevar indication was for an aneurysm. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 x 2; lot numbers unknown) were implanted in zone 3, with coverage extending within zone 4. The left subclavian artery was not covered. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 40mm in zone 4. No post-operative complications were reported. A spinal drain was placed, and the patient was transferred to the intensive care unit. The patient was discharged to home on post-operative day three. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown post-operative days 113, 279 and 664. On an unknown date approximately 113 days post-operatively, follow-up imaging reported the aortic diameter within the treated aorta measured 44mm. On an unknown date approximately 279 days post-operatively, follow up imaging reported the aortic diameter within the treated aorta measured 41mm. On an unknown date approximately 664 days post-operatively, follow up imaging reported the aortic diameter within the treated aorta measured 45mm.

Manufacturer narrative:
Please note additional information: implant date was not provided and has been estimated based on the information received.